Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vein side. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.